Event description:
It was reported that the patient experienced hyperglycemia while using an ilet system after running out of insulin overnight and observing white material in the infusion tubing; the user performed troubleshooting with guidance by disconnecting the tubing, priming until drops were observed, and reconnecting. Symptoms included elevated blood glucose, with a fingerstick reading of 380 mg/dl and a continuous glucose monitor indicating a high glucose alert. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting education. Investigation included a user-led check of the infusion line to confirm flow through the tubing. Investigation of this case revealed that insulin delivery was interrupted due to depleted insulin supply, and visual observation of white material suggested a possible flow or infusion set issue that was mitigated after re-priming with confirmed drops before reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hyperglycemia of undetermined origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.